Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) level was ¿high¿ on the continuous glucose monitor (specific bg value was not provided). Customer delivered a correction bolus via the pump to address high bg. The customer reverted to an alternate method in insulin therapy.